Event description:
On (B)(6) 2011 a customer contacted haemonetics to report that the orthopat machine would not power on. No donor or operator injury or reaction was reported.

Manufacturer narrative:
On (B)(6) 2011 a customer contacted haemonetics to report tht the orthopat machine would not power on. No donor or operator injury or reaction was reported. Upon eval of the device there was a burning odor and a fluid spill. The machine was decontaminated and the components which were damaged were replaced. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).